Event description:
After the implant procedure was completed, post-operative imaging showed some atelectasis. Two days later, the patient presented to the emergency department with shortness of breath and abdominal pain. CT scan revealed a pneumothorax, for which a chest tube was placed, and the patient was admitted for observation. Patient was discharged after two days. This resolved the issue.